Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the reservoir had air bubbles. Troubleshooting was performed. Customer's blood glucose level was 16.3mmol/l at the time of incident. The air bubbles were in the tubing and were 1 centimeter. It was reported that the customer was advised to disconnect infusion, remove reservoir, and check for leaks, and there was no leaks found. It was also reported that the customer let the insulin warm up to the room temperature. Customer was instructed to gather air bubbles and push with plunger out of the reservoir, but the air bubbles anomaly were not remove successfully. It was reported that the customer was assisted in changing the reservoir. The product will not be returned for analysis.